Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Customer alleged that the control iq software stopped insulin delivery when insulin delivery was not intended to be stopped. In addition, it was reported that the battery did not charge to 100 percent. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.